Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 565 mg/dl, cause was unknown. Customer delivered a correction bolus via the pump to address high bg. In addition, it was reported that the pump battery depletes faster than expected. Customer declined to further troubleshoot with tandem technical support.